Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a skin irritation under the therapy electrode pads of the lifevest. The irritation was described as red, bumpy, and dark purple resembling a bruise. It was also reported that the irritation was the same shape as the therapy electrodes. The patient's doctor advised the use of powder. The patient also reported using a zinc cream which made the condition worse. During follow-up, the patient reported that he started to get better after stopping use of the zinc cream.